Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff indicated that a cable on the prograsp forceps instrument snapped and a broken fragment fell into the patient. According to the initial reporter, the fragment was retrieved and all parts were accounted for. The surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned to intuitive surgical inc. (Isi) and evaluated by failure analysis (fa). The instrument's pitch up cable was found to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables of the instrument's wrist did not exhibit any damage. The instrument's main tube was also found to have deep scratches/gouges. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .101 - .215 in length and not aligned with the tube axis. Fa concluded that the tube damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Based on the information provided, this complaint is being reported due to the following conclusion: the initial reporter indicated that a cable on the prograsp forceps instrument snapped, a fragment fell into the patient, and the fragment was retrieved. However, at this time, it is unknown how the broken fragment was retrieved.